Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient's spouse that the device "came out on it's own". The icm is no longer in use. No patient complications have been reported as a result of this event.